Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR, quality notifications and maintenance records were verified where the quality record qn (B)(4) potentially related to the occurrence were found. No sample was received. However according the batch records, it was possible replicated the complaint occurrence. Investigation conclusion: bd was able to confirm/ reproduce the incident in question. Root cause description: the incident is related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stem. Rationale: CAPA is not required.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was loose during use. The following information was provided by the initial reporter, translated from portuguese to english: "the syringe's plunger got loose during manipulation."